Event description:
It was reported that during implant, the right ventricular lead exhibited high capture thresholds at multiple sites. The lead was not used and a new lead was implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.